Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition did improve. Customer stated receiving medical attention at the hospital on (B)(6) 2020 due to high glucose results. Furthermore, customer went to her doctor's office and was unable to obtain a result. Customer was diagnosed with hyperglycemia. Customer was administered medication (unspecified) to bring glucose levels down. Customer received replacement meter and ran a blood test and got 575mg/dl. Customer stated that she knew her blood sugar was high. The meter is working properly. Customer stated she continues to use meter and she is now getting blood results of 198mg/dl.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results obtained of hi. The customer did not know her expected blood glucose test result range. At the time of the call the customer reported feeling lightheaded. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced e-5 error using meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 09/14/2020 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).